Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link detachment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the mildly calcified and mildly tortuous right common femoral artery was attempted with 4 proglide devices, using a pre-close technique, via an 8f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, all the devices failed; two devices had foot breaks and two devices had link breaks. A cut down was performed and thick scar tissue was observed at the puncture site. The suture, link, and both broken foot pieces were removed. The aaa procedure was completed and hemostasis was achieved surgically. There was a clinically significant delay in procedure, and hospitalization was extended due to the closure device issues. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.